Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a medtronic system. Reportedly, the physician attempted to attach an sjm extension to the existing lead, however upon insertion the lead broke and frayed. As a result, the case was abandoned.